Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# n171483017, implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that, upon device interrogation on the initial report date, pump logs indicated that a motor stall occurred on (B)(6) 2014, with a tube set message logged 2 days later. No motor stall recovery had been logged. Upon a second interrogation on the same date, a motor stall recovery message was logged. It was confirmed that an MRI occurred on (B)(6) 2014 and the patient failed to have the pump checked. As of (B)(6) 2014, the patient had recovered without permanent. The device system was used to deliver gablofen.